Manufacturer narrative:
Pri tubing. The report that the unit disconnected, followed by pca and "auto ID" being disconnected and infusion stopped, was confirmed. Physical inspection of the device noted the instrument seal broken. The female iui is observed with dried fluid on the contacts with corrosion forming at the base of the contacts. The male iui is observed with damaged separating ribs, dried fluid on the contacts, and corrosion. No other issues were observed. Review of the pcu error log found no errors or malfunctions on the reported incident date. Analysis of the pcu event log identified a ¿channel disconnection¿ on (B)(6) 2020 at 3:04 pm. The log shows that pca module s/n (B)(4) infusing morphing (drug ID 217) and auto ID s/n (B)(4) were removed. The devices were then re-added, and the user confirmed the disconnection. Pump module s/n (B)(4) was unaffected and continued to infuse. Testing performed on the returned devices failed to replicate a channel disconnection. The proximate cause of the reported unit disconnect was determined to be damaged iuis on the pcu (male) and pca module (female). Device history review: pcu s/n (B)(4). Review of the source pcu module s/n (B)(4) service history record showed that the device was manufactured on 08/05/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. One quality notification not related to the reported complaint had been issued.

Event description:
It was reported the unit disconnected, followed by pca and "autoid" being disconnected and infusion stopped. The event occurred on a critical care unit during generator testing. It is unknown what medication or fluid was infusing at the time of the event. There was no patient harm. Although requested, no additional patient information provided.